Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in france. As reported, this was a case of an implant of a sapien 3 ultra valve in the aortic position by transfemoral approach. During the procedure, friction was encountered while advancing the edwards commander delivery system through the edwards esheath. The issue was eventually resolved, and the valve was successfully implanted. However, when attempting to remove the delivery system, difficulties arose. The system was finally withdrawn as a single unit, and it was observed that the esheath was delaminated. The patient did not experience any injury. As per evaluation of provided imagery, liner fully delaminated could be observed at the distal end of the sheath.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: the liner was expanded as designed. The sheath shaft was curved. The tip was opened as designed. The liner was circumferentially delaminated, 11cm in length from distal tip, and bunched towards proximal side. The c-marker band was present and attached to the liner. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting, or showing evidence of, sheath liner delamination manifested during withdrawal of the delivery system has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to withdrawal of altered balloon profile, non-coaxial alignment, patient factors, and/or excessive manipulation. In addition, c-marker band separation can occur as a result of device manipulation used to overcome the withdrawal difficulty. In this case, the complaint of sheath liner delamination was confirmed based on evaluation of the returned device. Available information suggests patient factors (tortuosity) and/or procedural factors (non-coaxial alignment, excessive manipulation) likely contributed to the event as it was reported presence of ''moderate'' tortuosity in patient's access vessels, and curvature was present on the returned sheath shaft, which is an indicator of vessel tortuosity. Vessel tortuosity can lead to non-coaxial alignment. Non-coaxial alignment between the devices can lead to delivery system to catch onto the sheath liner, especially if patient factors (such as tortuosity) are present near the sheath distal tip. In addition, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. More than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.